Event description:
The customer reported that the pump battery was depleting too quickly. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.